Event description:
As reported by the user facility: reports the day oncology department indicated that they had one leaking ultrasite valve. The infusion running was 5fu connected to a nipro pump which had been in place for 7 days. The leakage occurred at the connection of the valve and pump. Minimal power crystals were observed around the connection and also on the patients skin. The reporter stated they have been using the ultrasite valve for some years and had never seen this before.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. However, the facility sent a photo depicting the involved ultrasite valve connected to the luer connection on the patient's arm. White powered crystals were visible, but the exact location of the leak could not be identified based on the photo. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for th reported catalog number. There were no other reports of this nature against the reported lot number. Without the actual sample, a thorough evaluation could not be performed. Although a photo was returned, the exact location of the leak could not be identified and no specific conclusions could be drawn. If additional pertinent information becomes available, a follow-up report will be filed.